Manufacturer narrative:
The reported event of unable to retract helix was confirmed. As received, a complete lead with stylet inserted was returned in one piece. The lead was returned with the helix stretched consistent with procedural damage and clogged with blood/tissue. X-ray examination of the inner coil found no anomalies or distortion that would have contributed to the helix mechanism issue reported in the field. The cause of the reported event was isolated to the blood/tissue and helix being stretched.

Event description:
It was reported that during the initial implant procedure, the helix of the right ventricle (rv) lead was unable to retract resulting in the inability to remove the rv lead from implant site for repositioning. The rv lead was successfully explanted using monopolar diathermia and the rv lead was replaced to resolve the event. The patient was in stable condition.